Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018. Customer¿s blood glucose value at time of incident was 478 mg/dl and current blood glucose value was 194 mg/dl. Customer was given insulin infusion. Customer did not allege pump was under delivering. Customer declined to continue pump troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.